Event description:
It was reported that the pump touchscreen was delayed in responding to touch inputs. The customer's blood glucose (bg) level was 521 mg/dl. The customer addressed their bg with a manual injection. The customer continued using the pump for insulin therapy,